Event description:
It was reported that "product has plastic parts in the tube. Tube has not been in contact with patients". Additional information received states that the defect did in fact occur while in use on a patient. However, there was no patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received for investigation. Visual inspection was conducted on the actual sample received. To verify the complaint received on fragment, the inner lumen of both angular connector white (tracheal) and angular connector blue (bronchial) was inspected using magnification camera upon cross section. It was observed with a small fragment in inner lumen at angular connector white (tracheal). For angular connector blue (bronchial), the inner lumen area is clear. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The root cause for this complaint is manufacturing related. There is a possibility that the glue applied to the angular connector area is not properly cleaned. Based on the investigation, the defect on the plastic parts in the tube was aligned with the complainant' report. The sample returned observed with plastic parts/excess glue. There is a possibility that the glue applied to the angular connector area is not properly cleaned. Therefore, the complaint is confirmed, and the non-conformance is raised to further investigate this issue." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received for investigation. Visual inspection was conducted on the actual sample received. To verify the complaint received on fragment, the inner lumen of both angular connector white (tracheal) and angular connector blue (bronchial) was inspected using magnification camera upon cross section. It was observed with a small fragment in inner lumen at angular connector white (tracheal). For angular connector blue (bronchial), the inner lumen area is clear. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The root cause for this complaint is manufacturing related. There is a possibility that the glue applied to the angular connector area is not properly cleaned. Based on the investigation, the defect on the plastic parts in the tube was aligned with the complainant' report. The sample returned observed with plastic parts/excess glue. There is a possibility that the glue applied to the angular connector area is not properly cleaned. Therefore, the complaint is confirmed, and the non-conformance is raised to further investigate this issue." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "product has plastic parts in the tube. Tube has not been in contact with patients". Additional information received states that the defect did in fact occur while in use on a patient. However, there was no patient harm or injury.